Event description:
Boston scientific received info that this transvenous right ventricular (rv) lead exhibited loss of capture and no sensing. Impedances were stable. There was no adverse pt effects reported, beyond the unplanned surgical intervention. This lead was explanted and returned for analysis.